Manufacturer narrative:
(B)(4). Date sent: 02/09/2021. D4: batch # u5a42r. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "cdh was not stapled"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the cdh was not stapled.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2021. Additional information was requested, and the following was obtained: could you please provide more details for "cdh was not stapled"? Staples were not deployed. 2. Where within the gap setting scale was the orange indicator prior to firing? Within gap setting. 3. What confirmation was received that the device was fully fired? Washer broken sound was different from usual. 4. Did the device staple?not sure. 5. Was the staple line complete? No. 6. Were there any staples missing from the staple line? No staples. 7. What was the shape of the staples (b-formation, irregular, legs straight)? No. 8. Were the staples deployed into the tissue? No. 9. Were the staples seen in the surgical field? No. 10. Did the device cut? Yes. 11. Was the cut line fully circumferential around the target tissue? Yes. 12. If the device fully cut, were both tissue donuts present? No. 13. If the device fully cut, were both donuts complete? No. 14. How many counter-clockwise revolutions were used to open the device? 1/2 to 3/4. 15. How was it confirmed that the anvil was free from the tissue prior to removing? Cutting is done. 16. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. 18. Who fired the device? Hcp. 19. Who removed the device? Hcp. 20. Was the safety reset prior to removal? Yes. 21. What was the users experience with the device? Almost 2month around 7cases. 22. Could you please clarify if there were any patient consequences? Using eea, anastomosis was done. Patient consequences are unknow. 23. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.